Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, lot# v483090, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot# v508213, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer had their full system replaced with a new system. Following this the consumer was getting good stimulation of all painful areas and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v483090, implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3888-45, lot# v508213, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and chronic low back pain reported via the manufacturer's representative (rep) they were getting good relief of their painful area until about six months ago, then they started experiencing less back pain relief. No falls or traumas were reported that could have caused the change. Impedance testing was performed which showed out of range results on contacts 3, 11, and 14. Reprogramming was attempted but the consumer experienced sharp discomfort with their peripheral leads, and only able to get lower extremity stimulation with the epidural lead. The consumer was set-up with a high definition program and instructed on how to run it. It was unknown if the issue was resolved at the current time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.